Event description:
It was reported by the rep that the device was used during a video assisted thoracoscopy. It was reported the ez45b would not fire. No one remembers the exact details of the case. No further information available. There was no consequence to the patient.